Manufacturer narrative:
Date of event: unknown, not provided. Serial number: unknown / not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If explanted, give date: iol remains implanted so it has not been explanted. Initial reporter first name: unknown/ not provided. Phone no.: unknown / not provided. Device manufacturing date: unknown, as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review cannot be performed since the serial number is unknown. A complaint historical review of the manufacturing production order number cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed and no malfunction is confirmed. Attempts were made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with tecnis synergy intraocular lens (iol) reported of deficiency with far vision despite having good outcomes when measured at the office (20/20 or so) during follow-up evaluation. Pre-operative evaluation ((B)(6) 2019 ): uncorrected visual acuity (ucva), right eye: 0.2 best corrected visual acuity (bcva), right eye: 1,0/+2,25. The refractive lens exchange (rle) on the right eye was performed on (B)(6) 2019. Post-operative evaluation ((B)(6) 2020): uncorrected visual acuity (ucva), right eye: 0.7. Laser therapy - capsulotomy was performed on the right eye on 07/30/2020. Evaluation ((B)(6) 2020): best corrected visual acuity (bcva), right eye: 0.9. No further information has been provided.